Manufacturer narrative:
Evaluation confirmed the customer's complaint. The tip of the device has broken off and was not returned. Material verification met specifications and nothing relevant to the event was found during the device history review. It appears that the tip broke off due to prying. This event was attributed to misuse.

Event description:
It was reported that the tip broke off in the patient's knee. The surgery was delayed approximately 1 hour due to x-rays performed. The tip could not be retrieved but no adverse consequences have been reported as a result of this event. This device is used for treatment.